Event description:
It was reported while using bd phaseal injector lure lock n35j coring occurred. There was no report of patient impact. The following information was provided by the initial reporter: during preparation of endoxan, coring that was occurring in a syringe was discovered.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 03-jan-2023. H6: investigation summary two protectors attached to a vial along with one syringe connected to a injector were returned to our quality team for investigation. The product was visually inspected, no defects or damage to the protector or injector membranes or other components were observed, the protector fit tightly to the vial and the needle of the protector properly penetrated the vial stopper. During our evaluation, a foreign particle was observed inside the syringe. Characterization tests were performed and found that the particle was not consistent with our membrane material, it appears that it may be from the vial rubber stopper or possibly the syringe stopper. Fragmentation tests are performed during manufacturing to evaluate any particles generated after ten activations. As the lots involved in this incident are unknown, a device history review could not be performed and additional retained samples could not be evaluated. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on the available information we are not able to identify a definitive root cause at this time.

Event description:
It was reported while using bd phaseal injector lure lock n35j coring occurred. There was no report of patient impact. The following information was provided by the initial reporter: during preparation of endoxan, coring that was occurring in a syringe was discovered.